Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. The event date and procedure dates are unknown. According to the complainant, the physician completed the ablation and cooling phase of the procedure. The physician removed the procerva sheath and part of the sheath stayed inside of the patient. The sheath detached itself from the wand. The physician used forceps to separate and remove the procerva sheath from the patient. Additional follow up with the physician reported the plastic outer casing of the sheath came apart and remained inside of the lower portion of the patient's uterus (near the cervix). The hysteroscope remained intact. The event occurred at procedure closure and no cervical leak occurred. There were no further complications reported with this event and the condition of the patient is reported to be fine.

Manufacturer narrative:
The patient age, date of birth, weight, and identification information are unknown. The complainant was unable to provide the lot number, therefore, expiration and manufacturing dates cannot be determined. Although the product has been returned, the device has not yet been evaluated. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
The hta procedure set was returned and evaluated. The sheath was returned for product analysis and the complaint was confirmed. The 5/16" plastic diameter tube and the csa was missing. The root cause classification for this event is undeterminable, based on the returned condition of the product.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. The event date and procedure dates are unknown. According to the complainant, the physician completed the ablation and cooling phase of the procedure. The physician removed the procerva sheath and part of the sheath stayed inside of the patient. The sheath detached itself from the wand. The physician used forceps to separate and remove the procerva sheath from the patient. Additional follow up with the physician reported the plastic outer casing of the sheath came apart and remained inside of the lower portion of the patient's uterus (near the cervix). The hysteroscope remained intact. The event occurred at procedure closure and no cervical leak occurred. There were no further complications reported with this event and the condition of the patient is reported to be fine.